Event description:
The pharmacist reported to the ansm the following event : " during a surgery related to the implantation of a gamma 3 nail, it was impossible to retrieve the target device. The medical staff had to re-start the surgery with another device. The unlocking was finally made by a nurse at the sterilization. The extracted nail and the target device have been placed in quarantined "

Manufacturer narrative:
This report can be disregarded, as it is a duplicate of report # 0009610622-2019-00998.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist reported to the ansm the following event : " during a surgery related to the implantation of a gamma 3 nail, it was impossible to retrieve the target device. The medical staff had to re-start the surgery with another device. The unlocking was finally made by a nurse at the sterilization. The extracted nail and the target device have been placed in quarantined "